Event description:
Healthcare professional reported that approx 3 months post implant the valve was replaced with a cryopreserved aortic root and ascending aorta due to endocarditis. The pt had active endocarditis at the time freestyle valve was implanted. The valve was returned for analysis.